Manufacturer narrative:
When investigation completed a follow-up report will be sent to the FDA. Int. (B)(4).

Event description:
The customer reported that the accessory cassette holder (ve/vt) fell against patient' head. It was confirmed that the patient was not seriously injured.